Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Dissection and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Adverse event: dissection, in-stent restenosis. Onset of adverse event: during the procedure, at the 270 day follow-up visit. Device issue: none. It was reported via a trial that during a distal right coronary artery (rca) stenting procedure with a xience v stent, a distal dissection occurred, requiring placement of a second xience stent. During the 270 day follow-up diagnostic procedure, on (B) (6)2010, in-stent restenosis was found along with a new lesion in the mid rca. One stent was placed to treat the stenosis. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.